Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the buttons were working intermittently. The customer's mother also reported that the insulin was squirting out and the insulin continued to drip after motor stopped during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they were unable to exit the preparing to prime loop. The customer's mother stated that the rewind message occurred after an alarm. The customer's mother stated that they were stuck in rewind complete and bolus delivery loop. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the prime, occlusion or excessive no delivery tests due to the loose/protruded drive support disk. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.